Event description:
It was reported that, "patient began to experience a lot of pain shortly after total hip replacement. Patient advised that some days he will go without any pain and other days he will need medication to deal with the pain in his hip and thigh. Patient begins to limp after being seated for a period of time and then walking. Pain can be very persistent and can last all day. Patient doesn't experience pain when lying down and sitting, only when walking.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.